Event description:
The complainant had placed an impella 5.5 to support an ablation patient. The pump was placed but the site developed a hematoma that was treated by blood product infusion and adjustment of the kinked jp drain. The pump remained on for just under seven days and was then explanted. The patient is stable post explant.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- hematoma: the cause of the injury is most likely use related since the patient had high act values, patient act kept supra-therapeutic (>300) . Device history lot- device lot: 1916518. Device history batch- sub-component lot: n/a. Device history review- the pump s/n: (B)(6) passed all the post sterile inspection checks.